Manufacturer narrative:
The therapy date for the following device is unknown: model: 3186; scs lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg exhibited premature battery depletion. The patient did not lose stimulation due to the issue. In turn, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Follow-up identified the patient's ipg displayed an elective replacement indicator (eri) prior to replacement.